Event description:
Additional information was received from the patient. They called in to see if they can have a MRI. Patient said the device was removed 2-3 years ago. Patient said "one of the leads" was left because it was laying on a nerve. Redirected to managing healthcare provider (hcp) to discuss MRI eligibility.

Manufacturer narrative:
Continuation of d10: product ID 3889-28 lot# va1kq0s implanted: (B)(6) 2017 explanted: (B)(6) 2023 product type lead. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a healthcare provider regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor. It was reported that the ins and lead were explanted on (B)(6) 2023. During the explant, the lead fractured. Per the operative note: "broke at the level of posterior sacrum. This left the 3 leads within the foramen and lead 0 was just anterior to the sacrum.". Caller stated a recent x-ray showed contacts 3 and 4 still present. Agent redirected to managing doctor to establish MRI eligibility.

Manufacturer narrative:
Section d references the main component of the system. Other medical products in use during the event include: brand name interstim; product ID 3889-28 (lot: va1kq0s); product type: 0200-lead; implant date (B)(6) 2017; explant date (B)(6) 2023. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.